Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the filter was torn. The target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. The product was prepared based on the package insert but was not checked visually for any abnormalities. During procedure, there were no excessive resistance or force noted and the device was removed from the patient's body. However, the filter was noted to be torn when checked outside the patient's body after removal. The device was completely removed and there were no device fragments left inside the patient's body. No complications reported and patient condition was good post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The delivery and retrieval sheath were not returned for analysis. It is possible to observe that the filterwire was broken and only a section was returned, and else the filter bag is torn. Microscope inspection was performed and observed that the filterwire is broken and the filter bag is torn. Dimensional inspection of the device that could be measured were perforrmed and were within specifications.

Event description:
It was reported that the filter was torn. The target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. The product was prepared based on the package insert but was not checked visually for any abnormalities. During procedure, there were no excessive resistance or force noted and the device was removed from the patient's body. However, the filter was noted to be torn when checked outside the patient's body after removal. The device was completely removed and there were no device fragments left inside the patient's body. No complications reported and patient condition was good post procedure. It was further reported that wire separation was done by the customer after the procedure to facilitate sending the distal part for analysis.